Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. This is the first of two submissions for the same patient event. The other is 1220246-2016-00491 ((B)(4)). No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. No device malfunction identified. At this time, it cannot be determined if the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to arthrex. Device history record review revealed nothing relevant to this event. Additional information has been requested but not made available. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Per user, device not returning.

Event description:
It was reported that during an orif right ankle fx the surgeon implanted the knotless tightrope syndesmosis repair implant, ar-8926ss, lot:15698 ((B)(4)) the surgeon then tensioned the tightrope and cut the free end. An intraoperative fluoroscopy was taken which revealed that the implant had loosened and failed. An unplanned incision was made to remove the implant and a second ar-8926ss, lot:15810 ((B)(4)) was implanted following the steps outlined in the technique guide, however, this implant loosened and failed as well. The implant was removed using the same extra incision that was performed to remove the first implant and the surgeon completed the case by placing a syndesmosis screw instead. No patient injury.